Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the device history indicated a pump reboot. During a visual inspection of the pump, the battery cap threads were observed to be stripped, and the battery cap did not secure properly to the pump. The battery compartment was also cracked with visible evidence of moisture ingress. A leak test was performed and confirmed a battery compartment leak. A power loss was duplicated with the returned battery cap; a test cap was used for further investigation. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully using the test cap. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump casing was cracked along the battery compartment. The pump was allegedly intermittently losing power, and the yellow o-ring on the battery cap was visible through the compartment crack when fully secured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.